Event description:
The report indicated that the customer's pump was unable to detect the cartridge, resulting in an issue categorized as a cartridge change error. There was no reported adverse impact on the customer's blood glucose level due to this incident. The corrective action involved returning the malfunctioning device to the distributor, and a replacement pump was provided to the customer. No additional information was available regarding the outcome of the event.